Event description:
On (B)(6) 2023, the customer alleged to medela llc that she was experiencing low suction with her pump in style max flow breast pump. She additionally alleged that she has mastitis and was prescribed antibiotics by her doctor.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer on (B)(6) 2023 including; verifying user was using correct kit components; verifying user does not have a heavy letdown; disassembling, inspecting, cleaning and/or reassembling kit and tubing set; verifying correct breast shield fit; verifying user was washing parts according to instructions for use; verifying user was using dry part when pumping; and verifying user was not washing or drying tubing on pump; verifying no milk backup occurred. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.